Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) without the dilator and blood in the device. Allegation of sheath kink. Inspection of the device revealed numerous kinks in the sheath. Microscopic examination revealed no other damage or defect. Product analysis confirmed the reported event of kink, as the sheath was kinked. Product analysis could not confirm the reported difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The was had become kinked during the procedure and the physician noted that there was difficulty in recapturing the closure device as a result. A new was and wds were then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The was had become kinked during the procedure and the physician noted that there was difficulty in recapturing the closure device as a result. A new was and wds were then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.